Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. The device was tested for functionality and during the analysis the instrument was cycled and it was noted that the clips could not be fed into the jaws. In order to evaluate the condition of the internal components, the device was disassembled and upon disassembling, a malformed clip was found jammed inside the shaft leading to the feeding issue; in addition, three clips were found inside the clip track. No conclusion could be reached as to what may have caused the condition of the jammed clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired. No detail on how the product misfired was provided. The procedure was completed using same like device. No adverse patient consequences were reported.